Manufacturer narrative:
(B)(4). The user facility connected the device to a test lung which confirmed the continuous alarm. The investigation is ongoing.

Event description:
It was reported that during patient use, a ventilator generated a rapid respiration alarm. The patient was removed from the ventilator and transferred to a different ventilator. There was no report of patient harm as a result of this event.